Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: the black box shows loss of prime warnings associated with a low non-zero force. On (B)(6) 2014 16:26 loss of prime; deliveries resumed at 17:07. An ezprime sequence and 24hr duration test were successfully completed with no loss of prime warnings being duplicated. Returned battery cap/returned cartridge cap used to complete testing. The total daily dose adds up correctly and reflects the users programmed basal rate. Pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The pump passes force sensor calibration check. Unidentified force low observed in the black box, force sensor calibration in specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 350mg/dl with trace ketones, increased thirst, increased urination, headaches, symptoms of dehydration, and extreme drowsiness associated with an ongoing loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The reporter stated that the pump was emitting continued loss of primes with multiple cartridges. The cartridges were reportedly being used per the instructions for use, and the patient was reportedly able to perform a rewind, load, and prime with each cartridge change. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged loss of prime issue with the pump.